Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt insert strip message. The result on their meter was unable to test. No comparison. Treatment: feels low-customer will take orange juice. No further information has been reported.